Manufacturer narrative:
Device is an instrument and is not implanted/explanted. No service history review can be performed as part number 351.16j with lot number 9763162 is a lot/batch controlled item. The manufacture date of this item is january 13, 2016. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Manufacturing site: (B)(4). Manufacturing date: january 07, 2016. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported the item disassembled during a procedure. The repair technician reported the item fell apart due to one of the screws coming loose. Loose component is the reason for repair. The cause of the issue is unknown. No parts were replaced. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a flexible shaft connector for jacobs chuck disassembled during surgery. There was a backup device available to use. There was no reported patient or procedure harm. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a flexible shaft connector for (B)(6) disassembled in the operating room at the end of the procedure.